Manufacturer narrative:
Initial and final MDR 1959711 - MDR 3003442380-2024-23889 - device 1 of 5. H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannulas with five infusion sets and noticed symptoms 3 or more hours after insertion. The sets were used for over 3 hours. The site of insertion was abdomen and was rotated regularly. Highest level of blood glucose recorded was 597 mg/dl and patient ttok multiple daily injections. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.